Event description:
It was reported that the customer's insulin pump was alarming nightly. When the customer programmed a bolus into the air, a bolus amount was recorded in the bolus history. Customer's blood glucose was 118 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a frozen screen and constant tone alarm due to faulty connector on the motherboard. An alarm was noted during self-test, due to a faulty connector on the circuit board. The insulin pump was also received with missing segments, due to open lcd zebra connector.there were minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.